Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of gastrointestinal pain ("intestinal pain") and uveitis ("uveitis") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced gastrointestinal pain (seriousness criterion medically significant), uveitis (seriousness criterion medically significant), myalgia ("muscular pain"), alopecia ("loss of hair") and asthenia ("asthenia"). At the time of the report, the gastrointestinal pain, uveitis, myalgia, alopecia and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, gastrointestinal pain, myalgia and uveitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of gastrointestinal pain ("intestinal pain") and uveitis ("uveitis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced gastrointestinal pain (seriousness criterion medically significant), uveitis (seriousness criterion medically significant), myalgia ("muscular pain"), alopecia ("loss of hair") and asthenia ("asthenia"). At the time of the report, the gastrointestinal pain, uveitis, myalgia, alopecia and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, gastrointestinal pain, myalgia and uveitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.